Event description:
Alleged the head section ran down unintentionally.

Manufacturer narrative:
The facilities maintenance indicated, the left siderail caregiver overlay needs to be replaced, but have not completed the repair.